Event description:
Head separated from spring arm. Broken "c" clip.

Manufacturer narrative:
Previous complaints regarding this "c" clip failure were not consistently reported as an MDR and lead to a philips burton health hazard eval. The unreported complaints will be submitted. An investigation has been conducted in the philips burton quality system and the current risk to health has been determined to be acceptable: should the light head detach it would not fall but be retained by the wire harness. If this situation occurs the balance of the unit will shift and the tendency will be for the swing arm to withdraw, thus retracting the detached light head. Failure rate determined to be less than three percent (<3%). Of the failures, there has been one minor injury indirectly related to the 'c' clip failure. This version of the product is no longer sold. A CAPA has been opened in the philips burton quality management system to ensure consistent, accurate, and timely submissions of MDR's going forward.